Event description:
Patient reported that the device reached the technical inspection due, but did not display the 8x (technical inspection alert) messages. Patient did not report any physiological effects.